Event description:
On (B)(6) 2013, a 633 gore propaten vascular graft was implanted during a femoro-popliteal bypass procedure. Preoperative diagnosis states the pt has severe peripheral arterial disease with left lower extremity non-healing surgical wound and gangrene. Prior to placement of the vascular graft, an endarterectomy was performed from the left superficial femoral artery to the level of inguinal ligament. The profunda femoris was noted to have good back bleeding and endarterectomy was also performed. The gore propaten vascular graft was implanted and good flow was established into the distal popliteal artery. On (B)(6) 2013, the pt presented with a left groin postoperative wound infection. Left groin exploration with debridement and irrigation of the wound and cultures were performed. A wound vac was also placed. Reportedly, the pus appeared to be clear wit no infection.

Manufacturer narrative:
Review of the device mfg record history confirmed device met pre-release specifications.